Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical product: 429688 lead, 407645 lead, 6947m62 lead, implanted: (B)(6) 2013. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420/ catalog #: 1420 / expiration date: 31-oct-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2017. Label for single use: no. (B)(4). Additional information has been requested regarding the patient weight, patient outcome, and intervention of the event, but it was not available at the time of this report.

Event description:
It was reported that the ventricular assist device (vad) patient was found unresponsive and their driveline was disconnected. It was further reported that the controller exhibited unexpected power loss and was off for approximately thirty-nine (39) minutes which it triggered the vad stop and code blue alarm. The vad driveline and the controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) and one (1) controller were not returned for evaluation. Analysis of the controller log files revealed three (3) controller power-up events logged on (B)(6) 2021 at 15:39:02, 15:39:24 and 15:43:34. The data point prior to the losses of power revealed that (B)(6) was connected to power port one (1) with 18% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 62% rsoc. The data point recorded after the losses of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). Additionally, a fourth controller power up event with associated motor start event was logged on (B)(6) 2021 at 16:27:13. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 87% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 88% rsoc. The data point recorded after the losses of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). The controller was off for a total of thirty-nine (39) minutes and fifty-seven (57) secon ds. Analysis of the alarm log file revealed two (2) vad disconnect alarms logged on (B)(6) 2021 at 15:39:11 and 15:39:33, respectively, indicating a physical disconnection of the driveline from the controller. As a result, the reported loss of power and vad discon nect events were confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. Additional products: (B)(6) h6:FDA method code(s): b15,b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.